Event description:
It was reported on the returned device form that the patient's device was explanted due to scalp breakdown caused by an mrsa infection. Explant surgery was done in 2007. Reimplant surgery is planned after the infection subsides.

Manufacturer narrative:
This is a final report.